Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: two locking screws were powered into the head of an extra articulate distal radius plate during a procedure on (B)(6) 2013. The plate was levered down to reduce the fracture. In doing so, the screw heads broke at the neck. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.